Event description:
Event occurred regards to a spinning spiros closed male luer, red cap where it was reported that a spiros was attached to a 30 ml syringe and used for an IV push. When the nurse was administering the medication, the spiros came off the end of the syringe. The nurse and patient were exposed to a hazardous drug. There were two instances of this occurring and two spiros, and two 30 ml bd syringes are stored in a hazardous bag. There was patient involvement. No reported patient or staff harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 oct 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Complaint of disconnection / loose connection on item ch2000s-c cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown. Corrected information can be found in d10 concomitant products, h6 health effect - clinical code, d4 - expiration date null, h5 - labeled for single use, h6 medical device problem code.